Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedances have typically been around 100 ohms, but spiked to 126 ohms and triggered the alert. At this time, the ICD and rv lead remain in service. The patient has been checked in the clinic and the impedances were tested multiple times with measurements of 114-115 ohms. Reprogramming was performed that increased the impedance threshold to 150 ohms instead of 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the shock impedances have risen to 161 ohms. Boston scientific technical services recommended a commanded shock be performed, but it has not been scheduled at this time. At this time, the products remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Additional information was added to the following fields: h6: patient codes h6: impact codes

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedances have typically been around 100 ohms, but spiked to 126 ohms and triggered the alert. At this time, the ICD and rv lead remain in service. The patient has been checked in the clinic and the impedances were tested multiple times with measurements of 114-115 ohms. Reprogramming was performed that increased the impedance threshold to 150 ohms instead of 125 ohms. No adverse patient effects were reported. Additional information was received which indicated the shock impedances have risen to 161 ohms. Boston scientific technical services recommended a commanded shock be performed, but it has not been scheduled at this time. At this time, the products remains in service. No adverse patient effects were reported. Additional information was received indicating high out of range shock impedance measurements continue to be observed. A commanded shock was previously delivered which returned an acceptable measurement. Technical service discussed the option of performing additional testing to assess the shock impedance measurements. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. A commanded shock was previously delivered which returned an acceptable measurement. Technical service discussed the option of performing additional testing to assess the shock impedance measurements. No additional adverse patient effects were reported.